Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
C-section - "per phone call from rep (B)(6), dr (B)(6) informed her in passing that an incident involving a coworker (female obgyn) at an (B)(6) facility at some point in the last 2 years resulting in bowel entrapment during a c-section procedure. This has lead to a law suit involving the unknown doctor, and a deposition from dr. (B)(6). Dr. (B)(6) has requested peer reviewed literature acknowledging the chance of bowel entrapment, but has not confirmed the location of the facility, the doctors name, what products were used or when the incident occurred." Patient status unknown.

Manufacturer narrative:
The incident product was not returned for evaluation and no lot number was provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records could not be performed as no lot number was provided. The root cause of the incident remains unknown. The instruction for use (IFU) informs the user to "sweep area to ensure tissue is not trapped between ring and abdominal wall. Pull the alexis o c-section retractor up against the peritoneal layer." Additionally, the alexis setup guides are available to further review each step of the deployment process with corresponding pictures. Although the exact root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested and very minimal information provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.